Manufacturer narrative:
Based on the claim against the product by the customer noting low energy on monopolar, bipolar and the vessel sealer, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the generator for evaluation. The unit was returned for failure analysis but the reported failure (cut/coag does not perform at the expected levels) could not be reproduced. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, there was sufficient energy on a monopolar curved scissors, fenestrated bipolar and a vessel sealer instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised to hard reboot the erbe integrated electro surgical unit (iesu); however, the customer made the decision to attempt to connect a force triad generator. Tse did not note any related errors. The staff did power cycle the erbe with no change. The staff replaced the vessel sealer instrument with no change. The staff power cycled the system and the erbe generator with no change. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.